Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a review could not be conducted as the part number and lot number were not provided. A revision surgery is scheduled for (B)(6) 2016. Upon receipt of additional information surrounding this event a supplemental report will be filed.

Event description:
It was reported to globus that a creo tulip disassociated from the screw. A revision surgery is scheduled for (B)(6) 2016.